Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a cold, felt unwell, and had a blood glucose over 300 mg/dl with large ketones. Customer support troubleshooting of all settings, histories, and rates found no issues with the pump and considered the bg excursion to be training/misuse. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: the last basal delivery was on (B)(6) 2014 and the last bolus was a 1.45u bolus on (B)(6) 2014 at 16:09. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with the complaint in the black box or alarm history. A delivery accuracy test was successfully completed. The pump found to be delivering accurately and within required range. Investigators were unable to duplicate complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.